Event description:
The user is not reporting any malfunction of the device during a patient use event despite the outcome of death for the patient. The data files have been received and will be reviewed per customer's request.